Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a heartstart xl defibrillator/monitor failed to perform a cardioversion during a night shift within a hospital¿s adult emergency observational unit. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.